Manufacturer narrative:
The product system was sent back without lead tips. However, analysis is not necessary. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision. An infection was identified, which resulted in a device system explant. No additional adverse effects were reported.